Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that approximately two months following bilateral photorefractive keratectomy (prk), the patient presented with epithelial basement membrane dystrophy (ebmd) and had recurrent corneal abrasions. Both eyes were affected; however, there were more abrasions in the right eye. The patient was treated with bandage contact lenses in an attempt to strengthen the epithelial layer of the cornea. The patient reported experiencing discomfort upon awakening, when the abrasions occurred. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.